Manufacturer narrative:
Although it has been indicated by the end user that the device used in the event was disposed off and will not be returned to the MFR, an unused device of the same lot number from the end user inventory was returned for eval. An investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
As reported by the end user, during a cerebral angiograph procedure, air bubbles were noticed in the micro chamber of the fluid management system prior to injection. As no air was injected into the pt, there was no harm to the pt. It has been confirmed by the end user that the pt is doing well after the procedure and was unaffected by the event.